Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the needles were coming off the hub and stayed in the patient¿s skin. There was a patient involvement and there was no reported patient harm.